Manufacturer narrative:
The reported problem was solved after exchanging the expiratory valve. The affected expiratory valve was analyzed by dräger service and the error log of the affected savina was provided for the investigation. The expiratory valve was found to be sticky which was likely caused by nebulized medicine. The error log contains the reported device failure which means that the device performed a restart due to a prolonged period of high airway pressure. The root cause for the device failure was a partly stuck expiratory valve due to nebulized medicine which led to the device not relieving the airway pressure as expected. The device reacted as specified by generating an alarm and performing a restart in an attempt to solve the issue. The instructions for use inform the user concerning the use of a nebulizer that aerosols can impair the proper functioning of the expiratory valve and to shorten the reprocessing cycles for the expiratory valve when using medication nebulization.

Event description:
It was reported that the device posted device failure (B)(4) while in use. Before the device failure occurred, the customer has seen the high peep value (setting: peep 3, result 4.8). It was further reported that a nebulizer was used. No injury has been reported.